Event description:
It was reported that the customer keeps getting an inaccurate pi reading, and the device keeps alarming. It sounds like a low battery alarm, but the customer said that the battery is fully charged. No pt incident reported, and will engage in monitoring. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.